Event description:
Pt used tampons - u by kotex - super, product (B)(4)- on the dates of (B)(6) for her menstrual cycle. Admitted to hosp on (B)(6) 2011: presented with c/o nausea/vomiting and diarrhea x2 days, reported temp of 105. Signs of sepsis on admission. Pt hospitalized for 5 days, diagnosed with toxic shock syndrome. Discharged home (B)(6) 2011. Desquamation on palms and soles approx 1 week later.